Manufacturer narrative:
Reported event: robotic arm not getting aligned during posterior chamber bone cut product inspection: the product was not evaluated as the product was unavailable for inspection. Product history review: a review of device history records shows that on (B)(6)2017 , 01 device was manufactured. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. H3 other text : device not returned.

Event description:
Robotic arm not getting aligned during posterior chamber bone cut.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Robotic arm not getting aligned during posterior chamber bone cut.